Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was alleged that the basal history did not match the active basal program. It was alleged that the pump caused the patient to have a blood glucose higher than 250mg/dl but less than 500mg/dl without symptoms. This complaint is being reported because there was an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: the basal history for (B)(4) 2018 appeared to be inaccurate due to the pump being manually suspended from 21:19 to 21:48 and from 22:10 to 21:10 with a 0.00 unit basal rate from 18:17 to 18:20. The pump was exercised for 24 hours with a 1.0 unit/hour basal rate. At the end of testing the basal history correctly showed 1.0 unit/hour and total daily dose for basal showed 24.0 units. No hypersensitive or stuck keys were observed on the keypad. Investigators were unable to duplicate a basal history recording defect during testing. Unrelated to the original complaint, the display screen had a pinkish contrast.